Manufacturer narrative:
The device was received, and an evaluation was completed. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an intermittent keypad. Service evaluation verified the intermittent keypad. The cause was identified to be a failed keypad. The keypad was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the keypad was found to be working intermittently. There was no patient involvement. No additional information is available.